Manufacturer narrative:
(B)(4). Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Total joules used 238,920 and time 23.17 minutes.

Manufacturer narrative:
(B)(4)- (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that at 4,994 joules while using the surgical fiber during a prostate procedure, the aiming beam was observed to be forward firing. Time expended: 1:08 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no patient injury reported.